Event description:
A report was received that the patient experienced an uncontrollable shaking sensation after wearing a magnet belt directly over the ipg site. The patient called the ambulance and she was given valium. It was noted that the stimulation was off during this event and it was not sure if shaking was device related.